Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the machines were in critical override. A technical support specialist referred knowledge article titled pyxis es server reboot process and validation and the report, application, and database servers were rebooted. After the servers were back up, it was confirmed that all devices had started communicating. Server memory utilization was at 32%. Synchronization information showed that all devices were current and confirmed with the that all devices were no longer in critical override. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were in critical override and issue happened for 10 minutes after the nurse called the pharmacist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.